Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr=1.4; repeat inr=5.7. The first strip (initial inr result) was out of the packaging for more than 10 minutes due to the pt charging the strip code. Therapeutic range: unk.

Manufacturer narrative:
Investigation pending.